Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged during a preventive maintenance check they found the bed would not go into the reverse trendelenburg position.